Manufacturer narrative:
The field service engineer (fse) found the blood sampling valve (bsv) was faulty. The fse replaced the bsv which resolved the issue. (B)(4).

Event description:
The customer reported high out of specification results (700 or higher) for the latron primer on the coulter lh 750 hematology analyzer and bleaching the blood sampling valve (bsv) was ineffective to resolve the issue. Patient samples were not cycled on the analyzer during the event. There were no reports of injuries, erroneous results, or change to patient treatment in connection with this event. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer.